Event description:
The customer reported that while the unit was on a pt the unit displayed a system failure code #55. The pt was switched to another unit and therapy was continued. No pt injury was reported.